Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the cause of the bleeding cannot be confirmed; however, as per discussion post procedure, the apex was bleeding heavily due to fatty friable tissue. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. References for complaint file: sabine bleiziffer, et al. Apical-access-related complications associated with trans-catheter aortic valve implantation, journal of cardio-thoracic surgery 2011; 469-474. Patrick serruys et al. Transcatheter aortic valve implantation tips and tricks to avoid failure. 2010

Manufacturer narrative:
The cause of death is not available at this time; however, the patient had multiple serious co-morbidities (i.e. Severe as, chronic renal insufficiency, morbid obesity and copd). There is insufficient information to determine if a relationship existed between the patient¿s death and the tavr procedure. Review of hospital discharge summary: ¿after the procedure, while the patient was in the intensive care unit, both the patient and his family made a decision that he would to be transferred to hospice. While personally the physician had some differences of opinion, the physician consented to a change in status.¿ additional information added to relevant medical history.

Manufacturer narrative:
As reported, six days post tavr procedure, the patient expired. The cause of death and events are still under investigation.

Event description:
During a transapical tavr procedure, bleeding at the ventricular apex required surgical intervention. As reported, upon initial cutdown, the surgeon mentioned noted that the apex was hard to see and that it was very fatty. Upon initial sutures the apex was somewhat friable. A different approach was discussed with the team as well as aborting the procedure. The team chose to proceed and bav was performed without issue. The ascendra delivery system was inserted but resistance was met during advancement. The echocardiologist evaluated the situation and it was determined that the delivery system was caught within the papillary muscle. The wire had to be repositioned so the valve was snugged up against the sheath and the delivery system and sheath were removed as one unit. At this point the heart started bleeding heavily and the surgeon decided to move the patient to the or for a mini sternotomy to repair. Per report, the apex was bleeding heavily due to fatty friable tissue characteristics.